Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician advanced the cat6 into a 6f sheath using the peel-away sheath. While attempting to advance the cat6 into the popliteal artery, the cat6 kinked at the distal tip; therefore, it was removed. The procedure was completed using a cat8 and an 8f sheath. There was no report of an adverse effect to the patient.